Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Customer alleges she sustained an injury while seated in her power chair. Customer alleges her clothing accidentally got caught on the joystick when the power chair was left on resulting in sudden unintended movement causing the customer to forcibly strike the metal frame of the hospital bed in her room at warren barr.